Event description:
A company representative indicated she had been given a tablet programmer from an unknown provider and that the tablet was broken. When the company representative checked the tablet, it did not appear broken. Attempts for additional relevant information have been unsuccessful to date. The tablet programmer has been returned to the manufacturer and is currently undergoing product analysis.

Event description:
During the analysis of the returned tablet programmer, it was identified that the tablet would not power on. The cause for the anomaly is associated with an upside down power button which had been incorrectly reinstalled by the user after shipment. After reinstalling the power button properly the unit was able to be powered on. It was identified that the tablet was unable to recognize the sd card but limited tablet programmer functionality such as interrogation, programming, and performing diagnostic testing, was confirmed. The cause for the anomaly is associated with a hardware failure on the main board. No software anomalies were identified.

Event description:
Further analysis was performed and determined that the root cause of the previously observed inability to access the sd card was due to a cracked solder connection between the main board and a lead of the sd memory card socket. Once the lead was soldered onto the main mother board, no further anomalies were identified.